Manufacturer narrative:
(B)(4). Batch # 545a61. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. The device was not returned. Visual analysis of the returned sample determined that one gst60d reload (b) was received partially fired 1/5. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during an open sigmoidectomy, sc60a loading the gst60d locked out at the 1st firing. The cartridge was replaced to gst60d but the issue did not improve. The device was used on the colon. Another cartridge was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning. No further information is available.